Manufacturer narrative:
Product event summary: (B)(4). Clarification on dates for the reported information was obtained and noted the becomes aware date as (B)(6) 2013. Therefore, a correction was made to section g4 accordingly. A proximal portion was received measuring 5.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardio-verter defibrillator; product ID d314trg, implanted: (B)(6) 2012; implantable pacing lead; product ID 419478, implanted: (B)(6) 2012; implantable pacing lead; product ID 5076-45, implanted: (B)(6) 2012; implantable defibrillation lead; product ID 694965, implanted: (B)(6) 2007. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately five months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.